Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 3¿4 o'clock in the afternoon, she experienced nausea, vomiting, and shakiness. The cgm reading showed 300 mg/dl, while her blood glucose meter showed 210 mg/dl. Her g7 wearable was connected to her tandem mobi pump, and due to the 300 mg/dl reading, the pump automatically administered insulin. However, she does not know the dosage of insulin that the pump provided. At this point, only insulin was mentioned by the patient, no other medications were mentioned. Since she couldn¿t do anything, she went to the emergency department (ed). The patient did not provide any reading from the cgm and bg when she arrived at the hospital. On (B)(6) 2025, the wearable was removed at the hospital, but the patient was not able to provide the reason for its removal. On (B)(6)2025, while still at the hospital, the patient called dexcom to report what happened and asked for a wearable replacement. She was assisted by dexcom technical support, who gathered information about the incident. The patient mentioned that she was given IV fluids, although it was not specified how many bags, and no other medication was mentioned by the patient. She added that at the hospital, her blood sugar was being checked hourly. The glycemic state necessitating intervention was not described. There was no mention if she was being treated for hypoglycemia or hyperglycemia. The patient said she was okay during the call. The technician processed a replacement and ended the call. The patient was not able to provide information about the findings of the hospital. On november 4, a follow-up call was made. However, the patient said she was still at the hospital and that a nurse was present, so she requested another call the next day. The patient was fine. On 11/05, another follow-up call was made, but the call was routed to voicemail. This complaint also documents that dextrose / glucose (IV) was given at an unspecified time. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 3¿4 o'clock in the afternoon, she experienced nausea, vomiting, and shakiness. The cgm reading showed 300 mg/dl, while her blood glucose meter showed 210 mg/dl. Her g7 wearable was connected to her tandem mobi pump, and due to the 300 mg/dl reading, the pump automatically administered insulin. However, she does not know the dosage of insulin that the pump provided. At this point, only insulin was mentioned by the patient, no other medications were mentioned. Since she couldn¿t do anything, she went to the emergency department (ed). The patient did not provide any reading from the cgm and bg when she arrived at the hospital. On (B)(6) 2025, the wearable was removed at the hospital, but the patient was not able to provide the reason for its removal. On (B)(6) 2025, while still at the hospital, the patient called dexcom to report what happened and asked for a wearable replacement. She was assisted by dexcom technical support, who gathered information about the incident. The patient mentioned that she was given IV fluids, although it was not specified how many bags, and no other medication was mentioned by the patient. She added that at the hospital, her blood sugar was being checked hourly. The glycemic state necessitating intervention was not described. There was no mention if she was being treated for hypoglycemia or hyperglycemia. The patient said she was okay during the call. The technician processed a replacement and ended the call. The patient was not able to provide information about the findings of the hospital. On (B)(6) 2025, a follow-up call was made. However, the patient said she was still at the hospital and that a nurse was present, so she requested another call the next day. The patient was fine. On (B)(6) 2025, another follow-up call was made, but the call was routed to voicemail. This complaint also documents that dextrose / glucose (IV) was given at an unspecified time. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.